Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced 'no efficacy despite multiple titration attempts on his baclofen pump". The pt underwent a roller study and catheter dye study; the date was unspecified. Both tests were reported as being unremarkable. The device system was explanted and replaced. A f/u report will be sent if add'l info becomes available.